Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on radius, crease flat, wear abrasion, and crack valve. Leak test and microscopic analysis was performed which identified: crack valve and a striated opening on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on radius assessed as surgical damage.